Event description:
It was reported that the pt's external headpiece fell off in 2002, and a loss of lock was experienced. Pt's parents exchanged external hardware. However, the loss of lock problem was not resolved. The pt was seen at the implant center in 2002 for device evaluation. Testing performed at the center confirmed that the device was no longer functioning. The device was explanted. Pt was reimplanted with another clarion device.